Manufacturer narrative:
Plant investigation has not yet been completed the device lot number is unavailable after being requested from the biomedical technician, as the device has been discarded. A f/u report will be filed upon completion of the investigation.

Event description:
A user facility reported at the end of a pt treatment, the combiset tubing developed a small leak at the y site where the heparin tubing connects (heparin line not in use at the time). The main tubing was clamped and the heparin section of the tubing fell off. A pt was receiving treatment at the time of the leak, an estimated 20ml of blood loss occurred. No harm to the pt occurred and no medical intervention was needed. The treatment was at the completion stage and pt completed treatment on the same machine with original tubing. The tubing was discarded. The pt continues on dialysis without further issue.

Manufacturer narrative:
Complaint sample was not available for evaluation to confirm the alleged product malfunction. Sales and shipping search to the client within a three month time frame prior to the date of occurrence was done. According to sap all product has been sold or distributed and not available for testing. An alternate sample from the distribution center was obtained. A visual inspection was performed ,no defects were found. A use test was performed with the sample and it performed as expected. The sample tested worked as intended without any abnormalities during the tested period. The fluid flowed through the line, no leaks were observed on the heparin line. No malfunction was confirmed during evaluation of the alternate samples. A device history review was performed. No nonconformance reports or other abnormalities during the assembly of related lot were found. Based on this, is concluded the product involved met current specs. Therefore the complaint is deemed as not confirmed. A batch record review was conducted and confirmed there were no deviation or non-conformances during the mfg process. Product labeling, material, and process controls were within specs.